Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional information received identified the patient received antibiotics and the infection has resolved.

Manufacturer narrative:
(B)(4). Manufacturer¿s evaluation: the complaint of infection cannot be confirmed via laboratory testing. (B)(4).

Event description:
It was reported the patient experienced an infection at his scs ipg pocket site (date of event is unknown). As a result the scs ipg was explanted. No additional information is available at this time.